Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2.0mm locking drill guide 4mm-32mm (part number 80-0249, batch 298559) was examined visually under magnification. The fractured surfaces of both pieces from the drill guide were lightly textured and showed no signs of ductility, which suggests a brittle fracture may have occurred. Possible causes of brittle fractures are excessive stress applied across an unanticipated axis, intense strain on the material, and increased torque during insertion (from cross-threading or damage). However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery, the bolt broke off after mounting on the plate. The broken piece was removed from the patient. The surgery was completed with a replacement device of the same model after a 10-minute delay. No other adverse patient consequences were reported.